Event description:
Reporter indicated that intraoperative systems diagnostics testing, during a generator replacement surgery resulted in high impedance readings, indicating a possible lead break. A new lead and generator were implanted approximately, two weeks later without incident. Product analysis on the returned lead identified a break in the negative coil. No serious injury was reported.

Manufacturer narrative:
Product analysis confirmed a stress-induced fracture on the negative lead coil. Device failure occurred, but did not cause or contribute to a death or serios injury.